Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure. It was reported that the tip of the driver broker during screw insertion. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition.